Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump was exposed to fluids and the keys aren't responding. She changed the battery and the device alarmed failed battery test. Customer's blood glucose was 150 mg/dl. Troubleshooting was performed and due to keypad anomaly the device is being replaced. Customer was advised to discontinue use of the device and revert to back up plan. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump had normal operating currents and passed the self test and off no power test. No unexpected battery out limit alarm was noted. The insulin pump had intermittent button response due to moisture damage to the keypad traces. No moisture damage was noted to the electronics, motor, battery tube or vibrator assembly. The insulin pump was received with cracked battery tube threads and a cracked reservoir tube lip.